Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed, the patient experienced a fracture in the insert. This adverse event was solved performing a revision surgery on (B)(6) 2024, in which the broken insert was replaced. Also, the patella was implanted at an undesirable angle since the original implantation, so it was replaced as well. Health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to a fractured ps insert post after an unknown length of time in vivo. It was communicated that the patella was also revised due to the surgeon belief that the patella was implanted at an undesirable angle since the original implantation. The current patient health status is unknown. Correspondence indicated the revised insert/product number was not available. Definitive contributing clinical factors to the reported post breakage could not be concluded based on the limited information provided. The patient impact beyond the reported post fracture, subsequent insert revision and additional patellar revision for unsatisfactory implant positioning cannot be determined. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. A review of instructions for use for knee systems revealed that break of implant has been identified in warnings and precautions section as a result of strenuous activity or trauma. Also, it revealed in possible adverse effects that improper alignment and improper implant positioning may lead to other failure modes. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.